Manufacturer narrative:
The customer was provided a new lid and battery. The device was not returned to stryker for further evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed there was no patient involvement reported with the event.